Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383558 and lot number 4031379. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero unable to disengage needle from catheter. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. Issue: upon insertion of IV catheter into patients¿ arm, the needle was unable to be fully retracted back and out of patients¿ arm. Due to equipment malfunction, causing additional IV insertion attempts. IV removed from patients¿ arm. No serious adverse events. Can you please provide an exact date of event in format dd-mmm-yyyy? 10/27/2024 was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿ : appears to have been ¿stiff or stuck¿.